Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable estradiol gen2, progesterone, and lh results on their e411 analyzer. The customer stated there were ten patients with discrepant results that were reported outside the laboratory. The results of one sample was questioned by the nurse and repeated. When the customer had some results questioned, they re-ran quality control and it was out. The customer only provided data for two patients with discrepant estradiol results. The first patient's initial estradiol result was about 200 pg/ml. The repeat result was about 500 pg/ml. The second patient, a female, had an initial estradiol result of 829 pg/ml. The repeat result was 522 pg/ml. The repeat results were considered correct. There were no adverse events. The estradiol reagent lot number was 17576101 and the expiration date was 02/28/2015. The field service representative found a fluidics failure. He replaced the cracked pinch tubing. It was noted the tubing was older than 30 days, and the customer was instructed to replace the tubing every 30 days. Performance testing was done with results within specification. The customer ran quality control and all the results were within the customer's specifications.